Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Due to leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device bending section cover adhesive. The customer's originally reported issue of insulation resistance value failure was confirmed; the insulation resistance value did not pass due to damage on the connecting tube and a crack in the bending section cover. The following additional findings were also noted: assorted scratches, cracks, cuts, discolored components and components with a loss of color, loss of water tightness due to damage on switch 1, and wear of the angle wire causing bending angle in the up direction to not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during routine maintenance of the their evis exera iii gastrointestinal videoscope device, it was discovered that the device failed the insulation resistance value during the electrical test. On (B)(6) 2023, it was discovered during testing and inspection of the returned device that there was foreign material lodged in the bending section cover adhesive. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.